Manufacturer narrative:
H10: a batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. The device was not received for evaluation; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a clearlink system continu-flo solution set leaked during oxaliplatin infusion. The leak came from a crack in the tubing above the intravenous (IV) pump where the blue clamp would be inserted into the keyhole. Chemotherapy leaked onto the patient. However, spill kits along with soap and water were used to clean up the chemotherapy spill. There was no report of patient injury or medical intervention associated with this event. No additional information is available.